Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is questioning the lower calibration slope and the out of range low quality control results of potassium generated using the clinical chemistry serum ict calibrator, lot# 0505017. There was no impact to pt management reported.